Event description:
Placement of the contralateral limb resulted a deployment of the leg graft two whole stent bodies above the bifurcation of the main body graft. In order to ensure a better landing zone of the leg graft, an iliac leg extension was deployed distal to the graft, extending the limb closer to the internal iliac artery. Ipsilateral iliac leg graft was deployed without complication, deployed in the limb of the main body graft after the left groin had been closed. A 7 fr introducer sheath was percutaneously inserted and advanced through the left side, in order to deploy another MFR's graft at the height of the contralateral leg graft within the main body. Final angiogram noted a type ii endoleak originating from a lumbar artery. The limbs inside the main body graft appeared to be patent and in a good position to one another.